Manufacturer narrative:
The medical center did not return the impella pump product for analysis and benchtop hemolysis testing. The root cause of the hemolysis could not be determined. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp hemodynamically supporting a post surgical patient in cardiogenic shock. During the support hemolysis was noted. The connection between the use of impella and the hemolysis was unknown. The hemolysis was not confirmed by labs but, was treated by haptoglobin infusion. The infusion was determined to be in excess of 2 units.

Manufacturer narrative:
The device was not returned for evaluation; however, the purge cassette was received on 2/10/2022. Per the results of the clinical review and investigation: leaking from the cartridge cap was observed during leak reproduction testing. Therefore, the cause of the purge leak was a cartridge cap leak. The cause of the hemolysis was not determined since neither the pump, nor the data logs were returned. As noted in the impella IFU: thrombocytopenia: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device exhibited a purge cassette leak and the medical staff replaced the purge cassette. During support, the patient experienced thrombocytopenia, the resolution for this issue is unknown. No further information is available.